Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the consumer was treated for an unspecified infection with unspecified antibiotics. The consumer was doing fine at this time and the issue was considered resolved with the consumer being scheduled for reimplant on (B)(6) 2019. The explanted lead was discarded by the facility and would not be returned. No further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient was in for the implant of extensions and ins. The physician decided to wait on the right side because it looked irritated and had some pus at incision site. Only the left side was implanted. No environmental/external/patient factors were known to have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. It was also unknown if any actions were taken and if the issue was resolved. No further complications were reported as a result of this event. Additional information was received that indicated the right side lead was removed on (B)(6) 2018. No further information was available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was re-implanted on the right side without issue and was doing fine. No further complications were anticipated.